Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post an l1 -l3 percutaneous mis procedure in a patient diagnosed with l2 burst fracture. It was reported that after the surgery during follow up with the patient, implant breakage was noticed. Revision surgery was performed to explant the broken screws and stabilize the l1 - l3 again. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.